Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion biopsy of a right middle lobe nodule. The procedure was completed without issue. The patient had significant medical co-morbidities including heart failure, a recent stroke, and ¿very large¿ thoracic and abdominal aneurysms. Post procedure, blood was noted coming out of the endotracheal tube and the patient suffered a cardiac arrest. The patient ultimately died after resuscitative efforts including CPR for about 1 hour. The physician felt the degree of bleeding from the biopsy was not significant enough to have caused the cardiac arrest and death. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Based on the available data the event was procedure related in a patient with significant co-morbidities including chf, recent stroke and vascular aneurysms. There is no evidence the event was device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%) and 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death with bleeding of any severity reported in 2.1%. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced bleeding, coded, and subsequently expired. The post-procedure x-ray was reported to be all clear, with no pneumothorax observed. After the chest x-ray was completed, blood was noted to be coming out from the endotracheal tube. The physician stated that there was some bleeding with the biopsy, but not a significant enough amount to cause the cardiac event. A code was called and CPR was performed for about an hour; however, resuscitation was not successful. The ion biopsy was completed as planned with no complications reported during the procedure. The target nodule was 6mm in size in the right middle lobe, peripheral. The surgeon stated that the death was felt to be unrelated to the biopsy procedure. The patient¿s medical history included very large thoracic and abdominal aortic aneurysms, congestive heart failure and a recent stroke. The patient was not on anticoagulants or antiplatelet therapy.